Manufacturer narrative:
Concomitant medical products: item# 19.38.07, lot# b125771, metasul-femoral head 38 l. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Device history record (DHR) was reviewed and no discrepancies were found. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery post implantation due to suspect of metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event summary: it was reported that the product was implanetd on unknown date and revised due to suspect of metallosis on (B)(6) 2019. Review of received data - no further due diligence required as all required information to support the conclusion is available/was already requested. - a pelvis overview taken on 17 jan 2019 shows metal on metal (mom) hip prostheses implanted in the right and left hip (fig. 1). On the right side, there is an acetabular fracture, the cup is dislocated from the acetabulum, migrated distally medially and rotated to an almost horizontal position with the articulation side facing up, the head is articulating against the roof of the acetabulum (fig. 1). Below the cup, at the level of the trochanter minor a radiopaque area in the form of a half sphere can be seen (fig. 1). Its origin stays unknown. Devices analysis - visual examination: there are few remains of bone attachments on the anchoring side of the artek cup. Under certain lighting conditions, polished lines and spots can be observed on the anchoring surface of the cup. Damage from revision surgery in the form of scratches is also visible on the anchoring side of the shell. On the articulation side of the cup¿s segments from the equatorial regions some polishing can be seen under certain lighting conditions. Some bone attachments are recognizable in between the segments. On the articulation surface of the metasul inlay numerous fine scratches are visible. The bevel of the spherical calotte is worn along approximately 15 mm in such a way that a sharp edge is palpable at this location and the rim is visibly thinner when compared to the rest. Some damage in the form of nicks can be observed along the circumference of the cup¿s bevel. On the articulation surface of the metasul head there are numerous fine and some coarse scratches. Under certain light conditions, a borderline between the loaded and unloaded areas is visible almost all around the head circumference. In one location in the loaded area there is a half sickle-shaped area with dense scratches. The outer margin of the sickle-shaped area is part of the borderline between loaded and unloaded areas. Except for some deposits the head¿s taper is inconspicuous. The articulation surface of the head was investigated under the microscope at 200-times magnification with differential interference contrast (dic). When the borderline between loaded and unloaded areas is inspected under the microscope a difference in focus is observed between the two areas, indicating a slight difference in height. In the loaded area fine and coarse scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In the half sickle-shaped area from the loaded area numerous coarse scratches can be seen. The unloaded area is scratched as well and areas with various indentations and parallel scratches could also be detected just below the equator. - wear measurement: as the artek cup shows wear that is visible to the naked eye, the measurement of the metasul inlay¿s rim was performed using a caliper type schnelltaster system kröplin at the three wide slots between the segments. At the location close to the worn bevel the rim measures approximately 1.5 mm. For the opposite two locations the rim measures approximately 2 mm, in agreement with the respective technical drawing. This results in a linear wear value of 0.5 mm for the metasul inlay. Considering an estimated time in vivo between 16 and 21 years an annual wear rate between 31.2 ¿m and 23.8 ¿m can be calculated. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Review of product documentation - all involved devices are intended for treatment. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - raw material certificate reviewed on 10-jun-2020 are according to specification. - the manufacturing documents were inspected and the information about the production and the expiry date of the retrievals at hand is listed in table 1. Based on this a time in vivo between 16 and 21 years can be estimated. Conclusion summary the artek cup and the metasul head were revised and a cup mobilization due to suspicion of metallosis was reported. The complete x-rays follow-up, surgical reports and / or patient¿s medical history, which could give a more detailed insight of the situation, are not at hand. Based on the manufacturing documents a time in vivo between 16 and 21 years can be estimated. On the anchoring side of the cup there are few remains of bone attachments and signs of loosening in the form of polished lines and spots can be observed. In one location the bevel of the metasul inlay is visibly worn and an annual wear rate between 23.8 ¿m and 31.2 ¿m was calculated. On the metasul head a slight difference in height at the borderline between the loaded and unloaded areas was observed. Based on these, an increased wear rate for the pairing can be assumed. The worn bevel on the inlay points to a rim loading situation. However, given the lack of clinical background of this case (e.g. Range of motion of the patient, inclination and anteversion angle of the cup and its change over time in vivo or laxity of the joint) it stays unknown at what point in time this situation occurred. A fracture of the acetabulum is visible on the available x-ray taken on 17 jan 2019. Without any clinical information at hand, when and why the fracture occurred as well as whether it is a contributing factor to the mobilization of the cup or just a concomitant, remain unknown. The wear of the metasul pairing could probably explain the reported suspicion of metallosis. However, any histological results that could possibly confirm this situation are not at hand. The investigation results did / did not identify a non-conformance or a complaint out of box (coob). Based on the received information and the retrieval investigation the reason for the cup mobilization stays unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.